Event description:
A 2.5 mm diameter x 18 mm length endeavor mx2 drug-eluting coronary stent delivery system was implanted into a pt for the treatment of a circumflex lesion. The vessel morphology was not reported. It was reported that 5 days post stent implant that the pt presented to the hosp with chest pain. The cine film showed that the stent appeared to be fractured. A second endeavor was implanted inside of the first endeavor. The pt is fine.